Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had two and a half years of constant pain and it never worked. Finally demanded that it be removed. Now trying botox and it isn't working any better, but no pain. No further complications were reported/anticipated at this time.